Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the both thermocouples met specifications during electrical testing. In addition, the device met specifications during leak testing. No coagulum was noted on the distal tip on the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported coagulum on the tip and impedance issue remains unknown.

Event description:
During the atrial fibrillation ablation procedure, coagulum was noted on the catheter tip. After collecting geometry of the left atrium, ablation of the left pulmonary veins was performed. Once isolation was confirmed, isolation of the right pulmonary veins began at the posterior wall. When the catheter was moved to the septal wall and began ablating, the impedance dropped from 100 ohms to 50-60 ohms, the generator would flash "impedance drop" and the catheter would stop ablating immediately. This occurred during every ablation attempt. The grounding pad was replaced, the ablation generator was powered down, and the catheter was removed twice to check for coagulant on catheter tip and that catheter was irrigating appropriately. Minimal coagulation was noted on the catheter tip, and the catheter was noted to irrigate as expected. After troubleshooting, ablation was attempted again, and the same issue was observed. The catheter was replaced with no adverse patient consequences.